Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. It was reported that the battery would display a red light when connected to the charger. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination but failed functional testing due to an inability of the battery to provide power to the controller. Internal inspection of the battery revealed that cell #3 had a defective welding at the terminal, underneath the printed circuit board, causing an intermittent connection. This intermittent connection triggered a cell over voltage flag, cell under voltage flag and 0 voltage in cell #3. The most likely root cause of the reported event can be attributed to a solder defect, resulting in a loose terminal. A supplier investigation, is currently investigating soldering and wire tinning in panasonic battery packs. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that the patient's battery displayed a red light on the charger when connected. It was further stated that there were no effect on patient and the battery was exchanged. No additional information available.